Manufacturer narrative:
Qn# (B)(4). A sample was returned for investigation at the manufacturing site. The manufacturer reported: "one actual sample was returned for in vestigation. As per visual checking, there is no crack found at the end of the tube. Further checking was performed by inflating the bronchial cuff by using endotest for both clear and blue cuff. The bronchial blue cuff passed as it was able to maintain its pressure at 25mbar. The tracheal clear cuff failed as it was unable to maintain its pressure at 25mbar. The clear cuff was observed under magnifying camera to observe the leak. It can be observed cut marks on tracheal clear cuff. Based on the investigation, the defect mode on crack at the end of tube was not confirmed due to no crack observed. However, there was cut mark observed on the tracheal clear cuff from the actual sample received. In manufacturing site, there were visual inspection, 100% water leak test, inflation and deflation test were perform in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the doctor found cracked at the end of tube when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. **UDI related data quality updates only**. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found cracked at the end of tube when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found cracked at the end of tube when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.